Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4,b5,d1,d4(unique identifier (UDI) #),d9,e1(event site postal code - 8100071),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) observed from the fault log, #124 and #58, air drive system failure (failure to measure atmospheric pressure or solenoid valve operation). Fse confirmed the transducer offset normal, solenoid valve k7 operation normal. Pressure/vacuum regulator set point within normal range (p388.3mmh= g/v-295.3mmhg). Performed 30psi calibration and reinstalled software d.00. An all-manifold test and a running test were performed, and the unit was returned after confirming that the symptoms did not reoccur.

Event description:
It was reported that during use on a patient discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) system shutdown occurred. The patient was experiencing vf, so the device was operating with an internal trigger. The device was operating in rescue mode for patient transport. The catheter came off the device and the "iab disconnected" alarm sounded, so the hospital staff (clinical engineer) reconnected it and pressed the start key, but a technical alarm sounded and pumping stopped. When unit was restarted, it began working normally.no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) system shutdown occurred. The patient was experiencing vf, so the device was operating with an internal trigger. The device was operating in rescue mode for patient transport. The catheter came off the device and the "iab disconnected" alarm sounded, so the hospital staff (clinical engineer) reconnected it and pressed the start key, but a technical alarm sounded and pumping stopped. When unit was restarted, it began working normally.